Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there were issues with the pump's prime steps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on "8/0232016" with the following findings: a review of the pump¿s black box and histories showed no activity related to the event. No unexplained loss of prime was observed in the black box. During investigation, the pump rewind, load cartridge, and prime steps were performed successfully and the pump was exercised for 24 hours with no prime issues occurring. The force sensor calibration was found to be within specification. A loss of prime was induced during testing and the pump gave the appropriate audible and visual ¿pump not primed¿ warning. The pump was opened and no damage was found to force sensor circuit. The complaint of a loss of prime issue was not duplicated during investigation. There was no defect found.